Event description:
236684000 is received as a blind units from colombia on october 05th in the same loaner set. There is no allegation reported against the devices. However, it couldn¿t be associated with a complaint or any other existing record. As a result, this complaint was created to analyze the returned device. This complaint involves one (1) device.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was returned for analysis. Visual examination of the part exhibited a fracture of the drill bit. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.